Event description:
Customer reported an infusion was infused over 8 minutes instead of 30 minutes. Customer stated "the nurse programmed the pump incorrectly and it didn't stop her." Unk if device was sequestered or if the event logs are available. There was no report of pt harm and no medical intervention was required. Although requested, no additional pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the device or logs have not been received. A follow up report will be submitted with failure investigation results should the logs or device be received for evaluation.